Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button/keypad anomaly .no unexpected numbers scrolling on their own noted. No moisture damage found inside the pump. Pump received with cracked display window corner, reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 16.7 mmol/l. Troubleshooting was performed. The device was returned for analysis.